Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected to be used in a pulse field ablation procedure. During preparation it was noted that the sheath makes bubbles and the pump shows alarm because of high pressure, and it does not stop. The sheath was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The faradrive steerable sheath was returned with the dilator still inserted. The dilator was removed, and the sheath was tested for leak and aspiration testing. The device failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred, and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath clear was selected to be used in a pulse field ablation procedure. During preparation it was noted that the sheath makes bubbles and the pump shows alarm because of high pressure, and it doesn't stop. The sheath was replaced, and the procedure was completed with no patient complications. The device has been returned for analsysis.